Manufacturer narrative:
Based on the current information provided, the reported complaint cannot be confirmed. The force bipolar instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) could not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in house system. The instrument was installed and removed from the in house system without issue and the instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument delivered energy on several attempts and was fully functional. Visual inspection found no damage to the instrument and no product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to mishandling/misuse of the product and recognition issues. A follow up MDR will be submitted if additional information is obtained. An instrument log review reveals the force bipolar forceps associated with this complaint was last used on feb 17, 2023 rather than the reported event date of mar 07, 2023. Attempts to clarify the date with the customer were unsuccessful. This complaint is reportable due to the following conclusion: a wire on the force bipolar forceps broke intraoperatively which did not allow the jaws to open or close, nor for it to be removed from the patient without removing the cannula as well. Upon removal, the incision was stretched/damaged, and pieces of wire became lodged in the adipose tissue. Other than removing the fragments, there was no reported medical intervention performed due to this event.

Event description:
It was reported that during a da vinci assisted bilateral inguinal hernia repair, the force bipolar forceps (fbf) broke and had to be removed with the cannula. During follow up with the site, the following information was confirmed or obtained: a wire on the force bipolar forceps broke intraoperatively which did not allow the jaws to open or close, nor for it to be removed from the patient without removing the cannula as well. Upon removal, the incision was stretched/damaged, and pieces of wire became lodged in the adipose tissue. Other than removing the fragments, there was no other reported medical intervention performed due to this event.